Event description:
This patient who was being followed experienced a thrombotic event 22 days following cypher stent placement in the saphenous vein graft (svg) that had been used to bypass the first diagonal branch (d1). The patient was effectively treated with percutaneous transluminal coronary angioplasty and stent placement.